Event description:
It was observed that during the device evaluation, the duodenovideoscope released a large amount of black water. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the malfunction large amount of black water flowing out, could not be established. The ¿black water¿ was identified as molybdenum. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.